Manufacturer narrative:
Event date: (B)(6) 2022, exact date unknown. Medical device: lot number: 3305279. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the prosthesis stopped filling in january 2022. There was damage to the tube near the pump. The device was replaced. During the revision procedure, there were difficulties removing the reservoir so they left it implanted and placed the new reservoir on the other side.